Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during a spine case, the drill attachment was heating up. A backup drill attachment was readily available and used; the procedure was completed without delay. There was no patient or user injury reported, and no adverse consequences alleged.